Event description:
The consumer alleges the back collapsed when tilting the chair, causing a fall and sustaining minor injury, which includes pulled muscles in arm, neck, shoulder, and bruised bone in the wrist.